Event description:
A physician reported that priming was passed and there was no problem for about three minutes in use. After that actuation of a cutter turned strange and it could not cut along with aspiration failure during cataract and vitrectomy combination surgery. The surgery was completed after replacing the cutter with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a tray was received. The sample was visually inspected and found to be nonconforming with orange/brown foreign material inside the welded cap and body needle bent at the stiffener. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all tests. The probe engine was disassembled, and the components inspected. The rings and spacer are all intact. Excessive adhesive on the extension/diaphragm bonded area, at the top with some of the adhesive roll down with black ring residue on the adhesive. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, the root cause for the bent needle could not be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. A manufacturing related potential contributor factor was identified, excessive material at the extension/diaphragm bonded area, and cannot be ruled out for probe could not cut along with aspiration problem. The returned sample functionally met specifications; however, a non-conformance was completed for the excessive adhesive on the extension/diaphragm bonded area. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).